Event description:
During a colonoscopy, a cook acusnare polypectomy soft snare was used. The doctor attempted to remove the polyp using the cook snare device. When diathermy was applied, no current reached the polyp site. The staff swapped the diathermy machine and active cord. There was still no current. They then used a snare made by another manufacturer with a third diathermy machine and active cord. The procedure completed okay. A section of the device did not remain inside the patient's body. Other than slightly prolonging the initial procedure, the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Before using the acusnare, the instructions for use instruct the user to securely connect the active cord to the device handle and electrosurgical unit. The instructions advise the user that the active cord fittings should fit snugly into both the device handle and the electrosurgical unit. An insecure connection could contribute to difficulty with current application. Before using the acusnare, the instructions for use instruct the user to inspect the active cord prior to use. If an abnormality is noted, the instructions direct the user not to use the active cord. Prior to distribution, all acusnares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.